Event description:
Distal embolic protection device/basket unable to be retrieved with wire provided in kit. Wire found to be frayed at the end. Second wire was used and basket retrieved successfully. Patient discharged home the next day.